Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the unit fell from nightstand. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, a device doesn't working screen touch black and pca burned. The device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
In this report, box g, h has been updated/corrected.